Event description:
The customer reported that the system continued fluoroscopy after release of the button. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service representative replaced the fluoroscopic functions board and inspected the esd kit. The system was tested and found to be working as intended and put back in service.